Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric lens (zct150), had to be repositioned one day post post-op. Post repositioning the patient was seeing well and surgeon says the lens was where he had placed it the day before. Specifics for the resolved rotation: the axial length is 23.3 and the anterior chamber depth (acd) is 3.2. Basically, this looks like an average size eye. The original surgery was 3 weeks prior and steep axis was 150 degrees. On the original day 1 the lens was sitting at 225 degrees. So, it rotated 75 degrees counter clockwise. Two possible reasons for this as far as doctor concerned. The most likely reason for the issues is that patient had a sneezing jag the night after surgery. The less likely reason is that the physician placed a capsular tension ring (ctr) in bag on original surgery day because a little bit of zonular weakness in one area.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.